Event description:
Caller reported a malfunction with the pump, specifically a cartridge alarm 20, along with consecutive alarm issues. Customer's blood glucose level was reported as "high," although the specific value was unknown. The customer managed the high blood glucose by administering a correction injection. There was no requirement for assistance from a third party. Tandem technical support resolved the issue by sending a replacement pump to the customer, who will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Instructions were provided for the use and storage of the pump.